Event description:
On july 30, 2007, it was reported to boston scientific corporation that a stonetome sphincterotome was used in an endoscopic sphincterotomy procedure. According to the complainant, a "portion of cutting wire which was on the papilla was broken. And the stone was found around the papilla." It was reported that the physician removed the sphincterotome device and successfully completed the procedure with a second stonetome sphincterotome device. At the conclusion of the procedure, the patient's condition was reported as "good".

Manufacturer narrative:
Visual inspection of the returned device revealed that the cutting wire was broken approx. 3mm from the distal pierce hold. The broken end of the wire had a melted and blackened appearance, indicating that excessive current flowed through the device. The cause of the excessive current is unk. Although possible cause include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. The july 15-month stonetome sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database revealed no add'l complaints recorded for the same lot as the suspect device.